Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours they had experienced irritation at the pod infusion site, (arm). Upon removal of the pod the patient reports pain as well as redness at the pod infusion site. In addition the patient reports the pod infusion site was raw. The patient had gone to a routine visit with their doctor where they were diagnosed with a sore at the pod infusion site. The patient was prescribed silver sulfadiazine (1%) to be applied after removal of the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.